Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. Reference MDR # 1820334-2017-00121 for related report.

Event description:
International customer stated in a follow-up to a previous investigation that the patient had a prior 'line infection.' Line was implanted to provide the patient with parenteral nutrition and lipids. No details were provided relating to the infection onset date or resolution date. No information was provided relating to culture results and sensitivity. Patient was reportedly treated with intravenous (IV) antibiotics. Specific antibiotic information was not provided. No further event or patient information was provided.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.